Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: evaluation revealed that the keypad is peeling from the base. There was no other damage to the keypad. A dim / pink/display was found. A battery compartment crack was found between bumper pad and top. All keys are responsive. Investigators removed the keypad and found contamination under the all key contacts. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack, dim display and contamination under buttons. This report is made based on results of investigation completed on (B)(6) 2016.